Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg./dl. The customer was admitted to the hospital. Customer had upper respiratory symptoms, nausea and vomiting. The customer was treated with insulin drip. After the troubleshooting was done, the customer was advised that the device would be replaced and agreed to return the product for analysis.